Event description:
Olympus medical systems corp. (Omsc) was informed from user facility tha the distal end of the tissue pad was slightly peeled off about 30 to 40 minutes after the start of use. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 03k with supplementary information number of "20" - the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance from the subject device confirmation results and past survey results, the peeling of the tissue pad may have occurred due to the following causes. - ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. Omsc assumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.